Event description:
It was reported that the device experienced a power on reset during a carelink transmission. No parameter changes were noted. No patient complications have been reported as a result of this event. The device remains implanted and active.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. Performance data collected from the device showed that on (B)(6)2009 at 16:07:00, the device recorded a critical ram parity error por (power on reset).